Manufacturer narrative:
Product analysis: analysis confirm the reported issue; the output connectors were broken. The upper case was cracked at the bosses, the lower case was cracked next to the ventricular port, and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.